Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a central venous catheter (cvc) insertion, "the guidewire bent when the catheter was inserted." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.